Event description:
Boston scientific crm received information that one day post implant this right ventricular lead dislodged. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned. Should this lead get returned, analysis would not be required due to the nature of the clinical observations in that they could not be replicated in analysis.